Event description:
The facility representative reported baxter on 23 february 2010 that a colleague infusion pump with failure code 38:309:1924:0002 which resulted in the interuption of patient therapy. The event occurred during patient therapy on (B)(6) 2010. According to the hospital representative, no patient injury. Adverse event or medical intervention had been reported related to the device. The software version for this device is currently unknown.no additional information or contact was available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.